Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The analysis of the provided follow up data confirmed a shock impedance test with an out of range impedance occurred on (B)(6) 2019 all following shock impedance test results were out of range. The analysis of the provided pacing impedance and rv sensing amplitude trend curve as well as the provided threshold test results gained no further information. The analysis of the provided fluoroscopic images gained no further information. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
After an implantation period of approx. 38 months, it was observed that the pacing impedance was too high.